Manufacturer narrative:
This report is submitted on june 04, 2019.

Event description:
It was reported that the device explanted on (B)(6) 2019 due to loss of electrode function. The recipient was re-implanted with a new device at the same surgery.

Manufacturer narrative:
Device analysis indicates a device failure this report is submitted on september 04, 2019.